Event description:
It was reported that ongoing intermittent occlusion alarms occurred resulting in the customer¿s blood glucose (bg) level intermittently displaying as ¿high¿; however, a specific value was not provided nor could the customer provide specific dates when the elevated bg¿s occurred. Elevated bg was addressed by a correction bolus via the pump and a manual insulin injection. Reportedly, the customer continued to use the pump for insulin therapy.